Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The customer did not report if their blood glucose exceeded 500 mg/dl, leaving the impact unclear. Technical support provided instructions to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.